Event description:
It was reported that after a navio procedure, when disassembling the handpiece, they accidentally tightened the thumbscrew instead of loosening it, and ended up breaking it. They were unable to recover the piece of the thumbscrew that remained attached to the handpiece. There was no impact to the case or to the patient, as this occurred after the case had been completed. No other complications were reported.

Manufacturer narrative:
The navio handpiece, part pfsr110137 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may include mishandling during shipping, storage, use or reuse of the device, wear and tear over time, etc. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.